Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision, l5 screw (left) removal and pedicle subtraction dr (B)(6), (B)(6) private (B)(6) 2018. Primary implant date: (B)(6) 2015 dr (B)(6), (B)(6) private. First revision (B)(6) 2016 cf 5098185/(B)(4). Second revision (B)(6) 2016 cf 5098188/(B)(4). Third revision (B)(6) 2016 cf 5098030/(B)(4). Fourth revision (B)(6) 2018 revision for broken rods - dr (B)(6), (B)(6) private patient re-operated on to replace bilateral broken rods and loosening of 3 screws in lower section of construct l4- pelvis, below inline connectors. All set screws,rod connectors,three larger diameter screws and two rods replaced replace below connection point of upper construct. Fifth revision (B)(6) 2018 dr (B)(6), (B)(6) private. Patient complaining of l5 left sided foraminal pain after revision surgery (B)(6) 2018. Patient returned to theatre and had : sfx crossconnector, set screws, rod to rod connectors and rods removed from left side. Left l5 10 mm cfx screw was then removed (discarded)and pedicle osteotomy performed. Sfx crossconnector, set screws, rod to rod connectors, rods were replaced and final tightened. (B)(6).